Event description:
Information was received (via social media) from a consumer with a spinal cord stimulator for spinal pain. It was reported that it was "totally worthless". The consumer was directed to call the manufacturer's patient services for assistance. A supplemental report will be sent should additional information be received.

Event description:
Additional information was received from the patient reporting that the patient received a new patient programmer to replace the old one for their rechargeable implantable neurostimulator (ins). The patient stated that the new patient programmer was not working either. The patient requested information about expected device longevity.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was completely unhappy with her spinal cord stimulator (scs) therapy. Her therapy did not give her the relief she needed and she did not have a life as a result. The pain was as strong as before the implant. She had met with 3 manufacturing representatives (rep) for reprograming, which was never successful. It was mentioned that when she sat her pelvic and tail bone would burn, and when she stood her left foot burned. She also had burning in her low back, but it was not as bad as the other burning sensation she experienced. The patient was redirected back to her healthcare professional (hcp). Further follow-up is being conducted to determine what steps were or will be taken to resolve the lack of therapy, pain and burning sensation issues. If additional information is received, a follow-up report will be sent.